Manufacturer narrative:
MDR 3003442380-2026-54275 / Initial 1 of 2.Establishment Name: TandemCountry: United States of AmericaAddress ¿ Line 1: 11045 ROSELLE STREETAddress ¿ Line 2: SUITE 200City: SAN DIEGOState, Province or Territory: CAPost office or Zip Code: 92121.Based on the available information, this event is deemed to be serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose and was treated with Correction injection via Multiple daily injection (MDI) due to infusion set patch would start peeling off causing the cannula to come off while being used on (b)(6) 2026.